Event description:
On (B)(6) 2023, it was reported by a sales representative via phone that an ar-3653sp suture anchor shuttle suture would not slide, anchor backed out due to the pressure of trying to get the suture to slide. This was discovered during a case with no patient effect. Case completed with another anchor and new hole.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force being used during suture pulling and/or not fully setting the anchor.